Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusions] the root causes of the reported phenomena could not be identified. [Consideration] <the subject device made the alarm and the front panel indicators of the subject device was disappeared> the following was confirmed from the investigation. -it was found the main board failure of the subject device at inspection of olympus service operation repair center (sorc). -all leds turn off when an internal circuit error is detected. From the above investigation, omsc concluded that the cause of the reported phenomenon occurred due to the main board failure. Since the information that led to the failure of the main board could not be obtained, the cause of the failure of the main board could not be identified. <led of the set pressure indicator on the front panel was displayed partly missing> [consideration] the following was confirmed from the investigation. -it was found the front panel failure of the subject device at inspection of olympus service operation repair center (sorc). -there was no external impact for the subject device. From the above investigation, omsc concluded that the cause of the reported phenomenon occurred due to the front panel failure. Since the information that led to the front panel failure could not be obtained, the cause of the front panel failure could not be identified. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). It was duplicated the reported phenomenon and found the main board failure of the subject device which caused the reported phenomenon. Moreover it was found that led of the set pressure indicator on the front panel was displayed partly missing. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user during the preparation for the unspecified procedure, that the subject device made the alarm and the front panel indicators of the subject device was disappeared, and nothing lit when turning on the subject device. The occurrence date of the event is unknown. There was no patient injury associated with this report.